Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was moderately calcified and 90% stenosed. The xience xpedition 2.75 x 28 mm was implanted and a distal edge dissection was observed. A 2.75 x 12 mm xience xpedition was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.